Event description:
The customer reported being treated by her doctor due to high blood glucose over 400 mg/dl. The customer was experiencing unexplained high glucose for a week. Troubleshooting was performed. The customer mentioned calling days before the event due to an occluded site. The programming, time, and date were correct. The customer stated that the doctor believes the insulin pump was not functioning properly. The customer does not feel comfortable and requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.